Event description:
Philips received a complaint by the customer on the v60 indicating that the customer was unable to enter diagnostics. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the customer was unable to enter diagnostics. A philips authorized service provider (asp) went onsite and replaced the switch printed circuit board assembly (pcba) to resolve the reported issue. The philips asp replaced the switch pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10/11: it was reported that the customer was unable to enter diagnostics. A philips authorized service provider (asp) went onsite and replaced the switch printed circuit board assembly (pcba) and switch pcba to user interface (ui) cable to resolve the reported issue. The philips asp replaced the switch pcba and switch pcba to ui cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The suspected switch pcba to ui cable was returned to product investigation lab (pil). At pil, the pil technician verified that no damage or anomalies were observed during visual inspection of the cable. The pil technician installed the cable into the standard test bed (stb) and verified that the cable functions properly as designed allowing for a crisp set of graphics, a bright acceptable back light and a fully functional light crystal display (lcd). The pil technician verified diagnostics by entering into diagnostic mode in the stb without any issue. Pil concluded that the allegation against cable has resulted in a no fault found. The investigation concludes that no further action is required at this time. If an additional component is returned for evaluation, the complaint file will be reopened.